Manufacturer narrative:
Patient received radiesse and botox injections in the glabellar folds at elase medical spa. Patient developed necrosis-like symptoms and went to an urgent care facility. ER physician diagnosed area as cellulitis and treated with antibiotic. Patient went to dermatologist, who then diagnosed area as necrosis. Treated patient with aspirin and nitropaste. Patient returned to dr. Stolman, is still moisturizing but healing well. Patient to return again only if further treatment required. During follow-up in 2007 with elase medical, injector treasure morgan reported patient has since returned for botox injections. Appears to have no scarring or redness remaining from initial event. We regret the delay is the filling of this report.

Event description:
Bioform medical territory manager reported patient with complication from glabellar injection received at elase medical spa. Patient received botox and radiesse injections in glabellar folds and has developed necrosis. Injector: treasure morgan at elase medical treating physician: dermatologist.